Manufacturer narrative:
Preliminary review of manufacturing records identified no pre-existing deviation possibly contributing to reported issue. One dimensional non-conformity was recorded for involved batch, but defective pieces were properly evaluated and discarded if necessary. No deviation in the surface in contact with patient bone were highlighted. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2021 due to humeral stem loosening in elbow prosthesis. Complete patient clinical history is summarized below. Patient underwent primary surgery in 2006 for fracture when an elbow prosthesis from another manufacturer was implanted. First revision surgery was performed on (B)(6) 2021 with a complete cementless tema assembly consisting of: - humeral stem #h7 left (pn 1504.14.070 lot 1813880 ster 1900181), - humeral body large left + screw (pn 1550.15.020 lot 1714541 ster 1900189), - ulnar stem #u6 (pn 1575.14.030 lot 1816847 ster 1900181), - ulnar body large left + screw (pn 1552.15.020 lot 1714267 ster 1900181), - ulnar liner large left (pn 1560.50.020 lot 16at1wl ster 1900184). Patient bone quality was reported to be poor. After few months, second revision surgery was performed on (B)(6) 2021 for humeral stem loosening (hereby reported) and the above mentioned humeral components were removed and replaced with: - humeral stem #h9 left (pn 1504.14.090), - humeral body large left (pn 1550.15.020). No indication regarding the cementation adopted was provided. One month later, on (B)(6) 2021, patient was revised for the third time (MFR. 3008021110-2026-00287) for loosening of the recently implanted humeral stem #h9 with a bigger stem (humeral stem #h10 left, pn 1504.14.100) and a new humeral body large left (pn 1550.15.020). Two cerclages around the humerus were implanted and assembly was then linked to pre-existing ulnar component with an axle (axle large pn 1590.15.020). Complete linked assembly lasted almost 2 years, until (B)(6)2023 when the fourth revision was performed for unknown reasons (MFR 3008021110-2026-00288), and all pre-existing components, except for the humeral stem, were replaced with smaller ones: - humeral body small left (pn 1550.15.110), - ulnar stem #u5 (pn 1575.14.010), - ulnar body small left (pn 1552.14.010), - ulnar liner small left (pn 1560.50.010), - axle small (pn 1590.15.010). On (B)(6) 2024 the patient underwent a further revision of the humeral assembly (MFR. 3008021110-2026-00282), in which the pre-existing humeral stem #h10, implanted 3 years before, was replaced with a smaller one and implant re-linked: - humeral stem #h6 left (pn 1504.14.060, lot 1906320 ster 1900463), - humeral body small left (pn 1550.15.110, lot 2019805 ster 2300049), - axle small (pn 1590.15.010, lot 23177378 ster 2300230). In this case the humeral stem was cemented. In (B)(6) 2026, the treating surgeon requested a custom made device for patient due to loosened humeral component from infection (MFR. 3008021110-2026-00281). Patient has rheumatoid arthritis bone loss. Patient is male, date of birth (B)(6) 1961. The event occurred in the united states.